Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) apical lead exhibited high thresholds and unreliable capture. The rv apical lead was explanted and replaced with a left bundle branch rv lead. No patient complications have been reported as a result of this event.